Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. The patient reported three instances in which each event has similar details but occurred on different event dates, this is 1 of 3. Please see the following related complaint records (B)(4).

Event description:
It was reported that an unspecified sensor issue occurred. The sensor was inserted into the abdomen on (B)(6) 2025. The date of the event is an approximation. The patient reported three instances in which each event has similar details but occurred on different event dates. On (B)(6) 2025, the patient was found unconscious on the bathroom floor by her son. He was able to wake her and immediately called 911. Upon regaining consciousness, the patient was unable to recall how she ended up in the bathroom and had no memory of events leading up to the incident. The patient reported that her continuous glucose monitor (cgm) was ¿not working,¿ though no specific error message or malfunction could be identified. She was wearing a tandem insulin pump at the time of the event. Emergency medical services (ems) arrived and recorded the patient¿s blood glucose (bg) level at approximately 20 mg/dl using a bg meter. She was treated on-site with glucose gel, a peanut butter and jelly sandwich, and orange juice. The patient also reported head pain and suspected she may have hit her head during the episode. Following treatment, her bg level increased to 70 mg/dl. The patient remained at home and was reported to be fine at the time of documentation. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction/additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H6 codes: type of investigation - additional information. H6 codes: investigation findings - additional information. H6 codes: investigation conclusion - additional information. H10: corrected data.

Event description:
Subsequent to the initial MDR, additional information was received on 11/21/2025. Data was further reviewed and it was observed that the high glucose alert threshold was crossed on the event date. The alert sounded at 0% volume, and the ¿always sound¿ setting was disabled. Additionally, a signal loss occurred, lasting less than one hour. The probable cause of these issues could not be determined. No additional patient or event information is available.